Event description:
(B)(6) had a total hip replacement on (B)(6) 2007. He received the depuy pinnacle acetabular cup size 56, a single 35 mm cancellous bone screw for acetabular fixation, a 40mm pinnacle medal insert, a size 4 depuy summit, proximally coated tapered femoral stem with high offset, and a 40mm plus 1.5 mm metal femoral head. Prior to surgery, (B)(6) had chronic left hip pain as a result of degenerative joint disease. In the summer of 2010, asc began experiencing pretty bad posterior and lateral hip pain radiating down the side of his thigh, with his hip giving out on several occasions. He also occasionally experience groin pain. On (B)(6) 2011, (B)(6) was seen in the emergency room complaining of left hip pain after feeling a "pop". His pain level was 7/10. On (B)(6) 2011, he was noted to have some swelling over the lateral aspect of the hip. On (B)(6) 2011, (B)(6) was seen for a second opinion and on (B)(6) 2011, (B)(6) had a left hip revision.